Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she experienced low glucose values on the cgm and called the ambulance. When the ambulance arrived, they administered the patient with glucogen and was transported to the hospital. The patient indicated that she was not sure if her values were inaccurate at the time of event and could not recall if the cgm alerted. The patient stated she was admitted to the hospital for low potassium and had blood drawn. The patient further indicated while she was at her physician's office on (B)(6) 2018, the cgm was reading 97mg/dl but her finger stick reading was 41mg/dl. At the time of contact, the patient was in stable condition; however, she stated she felt foggy. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.